Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte 24ga x 0.75in catheter was perforated by the needle. The following information was provided by the initial reporter: catheter that at the time of being used, the catheter is perforated by the needle, at the tip of the catheter.

Event description:
It was reported that insyte 24ga x 0.75in catheter was perforated by the needle. The following information was provided by the initial reporter: catheter that at the time of being used, the catheter is perforated by the needle, at the tip of the catheter.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.